Event description:
During review of the in-house programming/diagnostic history database, it was identified that high impedance was observed at office visit on (B)(6) 2011. No additional relevant information has been received to date. No known surgical interventions have occurred to date.

Manufacturer narrative:
Review of the available programming and diagnostic history was performed. Device failure is suspected, but did not cause or contribute to a death or serious injury.